Manufacturer narrative:
There is no additional information about the event available yet. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was not confirmed. Visual inspection of the device found no abnormalities as its interior and exterior parts are clean and intact. The front output socket contact pins, and the back light source terminals appeared to be normal. The processor was then connected to the test light source via our test digital cable. Both were burn-in testing together for two hours in conjunction with our test scopes. Observed the color images appeared to be normal, and the screen neither locked up nor frozen. All input/output signals are working properly. Therefore, the reported complaint was not confirmed. The processor is functional.

Event description:
As reported for this event, when the certified pre-owned device was opened to be used for the first time at the time of preparation for use, when connected to the 190 series scopes, the device displayed black and white image that was frozen. The issue persisted when the light source was swapped for another, as well as when the communication cables between the two were reseated. These scopes were not an issue as they yielded an image with another similar device. The 180 series scopes did not have any issue with this device. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There was no repair history. Since the issue of the image could not be duplicated in evaluation of the device, it is likely that the issue was caused by an accidental failure of the substrate.